Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in room 512 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the communication board had some missing pins. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed from 2006-2012 and 2014, 2015. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication board to resolve the issue. Based on this info, no further action is required.